Event description:
It was reported that the device was explanted after an implant duration of approximately 65.9 months. On (B) (6) 2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to pulmonary regurgitation and pulmonary stenosis, secondary to calcification and pannus ingrowth. Per the operative report of (B) (6) 2009, "we found that the pulmonic prosthesis was calcified, all three leaflets and they were nonmobile. There was a fixed orifice that was both stenotic and regurgitant. Thus, the leaflets were not only immobile because of calcification but because of the pannus."

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process.

Event description:
It was reported the lead was capped due to 'higher thresholds'. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.